Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The edge of the size 54 ceramic insert broke during matching cup in right hip replacement surgery. Removed the broken insert from the patient and changed size 56 pinnacle sector to complete the operation. The size 54 cup could not be used. The operation prolonged almost 1 hour since this issue, the patient has about 600ml bleeding and without transfusion. The patient is in the hospital.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The edge of the size 54 ceramic insert broke during matching cup in right hip replacement surgery. Removed the broken insert from the patient and changed size 56 pinnacle sector to complete the operation. The size 54 cup could not be used. The operation prolonged almost 1 hour since this issue, the patient has about 600ml bleeding and without transfusion. The patient is in the hospital. The device was returned and has now been sent to the supplier for further investigation. The complaint shall be closed as under investigation if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states the edge of the size 54 ceramic insert broke during matching cup in right hip replacement surgery. Removed the broken insert from the patient and changed size 56 pinnacle sector to complete the operation. The size 54 cup could not be used. The operation prolonged almost 1 hour since this issue, the patient has about 600ml bleeding and without transfusion. The patient is in the hospital a review of manufacturing records and complaints database did not identify any anomalies. The supplier report was received (see attached) which states; protocols and certificate of conformance were reviewed. The quality documents show that the values obtained meet specification. The component properties and microstructures as obtained from the quality documents meet the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to lack of ceramic parts further investigations cannot be done. The device was returned and has now been sent to the supplier for further investigation. The complaint shall be closed as under investigation **addendum added 06 june 2017** the complaint was reopened as the supplier report was received which states; - protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert were according to the specification valid at the time of production. - metal transfer of erratic appearance can be found on the inner sphere and on the fracture surfaces of the insert. - no primary metal transfer of regular appearance can be found on the protruding part of the ceramic fragment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The edge of the size 54 ceramic insert broke during matching cup in right hip replacement surgery. Removed the broken insert from the patient and changed size 56 pinnacle sector to complete the operation. The size 54 cup could not be used. The operation prolonged almost 1 hour since this issue, the patient has about 600ml bleeding and without transfusion. The patient is in the hospital. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.